Event description:
Blood leaks out from the patient's vagina onto the bed /some leakage to occur. [Device ineffective]. Case narrative: this spontaneous report originating from united states was received from a nurse referring to a female patient of unknown age. The patient's concurrent conditions included postpartum hemorrhage. The concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On unknown date, the patient underwent insertion with vacuum-induced hemorrhage control system (jada system) via intravaginal route (lot #, serial # and expiration date were not reported) for postpartum hemorrhage indication. On (B)(6) 2023, the patient from the operating room with a vacuum-induced hemorrhage control system (jada system) shifted to the post-anesthesia care unit and when a fundal check was performed. The nurse reported that, the blood leaks out from the patient's vagina onto the bed (device ineffective). Reporter was inquiring if "no blood" should be leaked around seal, or if it was normal for some leakage to occur. No further information provided. Upon internal review, the event of device ineffective was determined to be hospitalized. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.